Event description:
The customer observed droplets of red cells on the foil of the mts gel cards on the ortho provue analyzer. The provue analyzer posted an error message indicating the inability to identify liquid levels. Fluid on top of the gel card foil can lead to carry over and / or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. No erroneous results were reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site; removed and reseated all associated tubing, performed alignment to the camera and run diagnostics tests with no issues. The customer performed and accepted qc results. No definitive root cause was determined.